Manufacturer narrative:
The manufacturer previously reported to a ventilator that was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, ventilator inoperative error codes were documented. There is no documentation of what component would need to be replaced to address the issue. The device was not repaired. The incorrect become aware date was identified on the previous report. This report reflects the correction to the become aware date.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, ventilator inoperative error codes were documented. There is no documentation of what component would need to be replaced to address the issue. The device was not repaired.